Event description:
It was reported that the right atrial lead exhibited over- sensing. A freeze capture of the patient's rhythm showed that the atrial sensed (as) event followed the ventricular sensed (vs) event by 50-70 ms. However, on one of the complexes, as proceeded vs by a small amount. A chest x-ray revealed that the lead was in place. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.